Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Device not returned. Eval summary: as a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unk procedure, the top seal was leaking and it was losing peritoneum. They held it down to complete the procedure. There was no pt impact to the pt. The trocar was discarded.